Event description:
As reported, during a procedure on (B)(6) 2023, an expired phasix st was inadvertently implanted into the patient. The labeled expiration date of the implant is (B)(6) 2022. There was no additional medical treatment provided and the surgeon has no concern for additional surgery.

Manufacturer narrative:
As reported, an expired phasix st was inadvertently implanted into the patient. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error, with no malfunction of the device. Review of manufacturing records confirms product was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of 55 units released for distribution in (B)(6) 2021. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.